Manufacturer narrative:
The device is not required for return to animas.

Event description:
On 03/31/2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 454 mg/dl with blurred vision, confusion, and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. The reporter noted the patient's temperature at the time was 100.1 fahrenheit and the pump alarmed for a call service alarm 064. During troubleshooting, it was determined the call service alarm 064 was attributed to a use error. There was no indication of a device malfunction. This complaint is being reported because the reported health even was attributed to a reported use error.